Event description:
Customer reported that the insulin pump had a blank display after testing blood glucose readings. Customer was able to turn the insulin pump on and noticed that the battery was low. Customer's blood glucose reading at the time of the incident was 70 mg/dl and currently it is 133 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.